Event description:
Nurse attempted insertion of IV left wrist after unsuccessful attempt in left forearm. With left wrist insertion, positive blood return, catheter advanced and IV fluids connected but IV fluids did not drip. IV fluids clamped off. Attempted to pull out catheter. Catheter pulled out easily for about one inch, then would not come out any further. Another nurse was called. This nurse stabilized the catheter at skin and attempted to reinsert stylet - met resistance and discontinued attempt. She then attempted to advance catheter. Catheter advanced easily. She also rotated catheter but stopped when pt complained of pain with rotation. Infant heel warmer applied to site to rule out possible venous spasm. A third nurse unsuccessfully tried to remove catheter. Dr ordered IV inserted in right upper extremity. IV was started in right hand with one attempt. Anesthesiologist removed catheter in left wrist with approx 1/2" to 3/4" of catheter lodged in pt's forearm. Continuous traction applied to vein during and after this procedure. X-ray of left forearm obtained and tourniquet applied for duration of x-ray with vein traction resumed immediately after x-ray. Pt taken to operating room for removal of foreign body left upper extremity with cutdown under local anesthesia. 18g catheter used for all IV insertion attempts in left and right upper extremities.